Event description:
It was reported that the lens opacified approximately 4 years after implantation in the patient's right eye. The patient's medical history includes glaucoma and 'blindness'. The patient had glaucoma surgery 15 days after the lens was implanted. A yag was performed to treat posterior capsule opacification. Approximately four years after lens implantation, the patient had an ahmed valve implanted. According to the surgeon of the ahmed valve. The patient is to undergo exchange of the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.